Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover and cracked above the bumper pad. The battery cap had stripped threads and was unable to fully attach to the pump. The pump completed a 24 hour duration trial with a test battery cap.